Event description:
The epg (external pulse generator) was returned to the manufacturer for calibration. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper and lower cases and two side bail covers broken. The lower case, battery release, ring cover, lead flex cover, battery contacts, battery drawer, lcd (liquid crystal display), and battery flex were contaminated. One case screw and two side bails were missing, the battery contacts were compressed, and the ring was bent. (B)(4).